Event description:
Free needle eye broke off while in use. Failed product was not saved. Has been reported to aspen surgical & returned all product from failed lot# 352567. Rga# [redacted], ups tracking # [redacted].